Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The patient was previously admitted for intracerebral hematoma. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that during a neurological work-up, computerized tomography (CT) and magnetic resonance imaging (MRI) scans were performed. The CT scan revealed "interval evolution of hematoma in the right frontal lobe to encephalomalacia." On (B)(6) 2017, CT angiography of the brain with contrast showed "small interval bleeding at the site of prior intracranial hemorrhage". The patient was asymptomatic and pump parameters were stable. Patient was given fresh frozen plasma blood product as well as vitamin k to reverse anticoagulation. International normalized ratio (inr) at the time was 2.9. The patient was on aspirin and coumadin. Mean arterial pressure (map) was 70s-80s. The patient remains in the hospital for observation and will continue to have serial CT scans to track progression/stability of bleed. No further patient complications have been reported as a result of this event.